Event description:
Customer reports the lancets fell out of the multiclix drum. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device; however customer no longer has the drum.

Manufacturer narrative:
The event occurred in (B) (6).